Event description:
During an asset return inspection (loaner) with no complaint received from the customer, it was determined the control body unit ( c-body) insertion section adhesive found peeling, (service repair noted , there is an insufficient adhesive in screw holes of distal end ). This report is being submitted for the malfunction (defects of the distal end, peeling of adhesive ) found on device return inspection. No patient involvement. No harm reported. No user injury reported.

Manufacturer narrative:
Communication , information noted from service shirakawa olympus repair center (sorc) and as stated in event, there have been no complaints from customers, and issues pointed out were detected during inspection after returning the equipment. The subject device evaluation determined the control body unit ( c-body) insertion section adhesive found peeling, (service repair noted , there is an insufficient adhesive in screw holes of distal end ). Furthermore, the following defects/findings were identified during device inspection: the angle wires found stretched due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Crack of adhesive on a-rubber (bending section) were found. Electrical connector (el-connector) has corrosion due to water leakage. Objective lens has a scratch and has a crack. Paint on air/water (aw-cylinder) found peeled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: device manufacture date, adverse event problem, and additional manufacturer narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.